Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium dislodged when the dilator was inserted. They exchanged the sheath and the issue was resolved. The case continued without any further incident. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
Additional information was received on 01-dec-2021. The hub where the dilator is inserted, broke. The hemostasis valve (gasket) did break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. Assessed the additional finding of the hemostatic valve broke into two or more separate pieces as a hemostatic valve separation issue. Therefore, added the h6. Medical device problem code of "material separation (a0413)". The bwi product analysis lab received the device for evaluation on 09-dec-2021. The device evaluation was completed on 14-dec-2021. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. It was reported that the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium dislodged when the dilator was inserted. They exchanged the sheath and the issue was resolved. The case continued without any further incident. There was no patient consequence reported. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) initially we reported under b5. Event description in the 3500a initial: it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium dislodged when the dilator was inserted. They exchanged the sheath and the issue was resolved. The case continued without any further incident. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a MDR reportable hemostatic valve separation issue. During an interview review on (B)(6) 2021, a correction was noted on the assessment. Therefore, corrected the event description to the following: it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. It was reported that the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium dislodged when the dilator was inserted. They exchanged the sheath and the issue was resolved. The case continued without any further incident. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a MDR reportable hub detachment issue. Therefore, processed "h6. Medical device problem code".